Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: right hemicolectomy event description: the clip applier left every other clip unreleased. The lot number will be informed as soon as the clip applier has been picked up. Additional information received by an applied medical rep, via email on 10feb26: the lot number for that ca500 clip applier is 1559037. Intervention: ni patient status: patient is ok.